Manufacturer narrative:
The device was received and investigated. The reported difficult to open or close (clip open inability-prep and clip close-inability) and unstable (arm positioner) could not be confirmed via returned device analysis. The discrepancy between the reported issue (clip would not open and close) and laboratory observation (no clip actuation issue) is likely due to varying amount of tension applied on the device during preparation versus the returned device analysis. In addition, the discrepancy between the reported unstable arm positioner and what was observed (no arm positioner issue) is likely due to user perception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported difficult to open or close (clip open inability-prep and clip close-inability) could not be determined. A cause of the reported unstable (arm positioner) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed to report the lack of resistance when turning the arm positioner. It was reported that on (B)(6) 2021, the mitraclip was being prepped per IFU, however the clip was unable to open and close. Reportedly, while turning the arm positioner, there was a lack of resistance, normally felt. The device was set aside for return and not used. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided regarding this issue.